Event description:
It was reported that the patient's pacemaker was found to be in an inappropriate hardware reset. The device was restored to nominal settings. The patient was stable.

Manufacturer narrative:
An event of inappropriate/ unexpected hardware reset resulting in no clinical signs, symptoms or conditions which was addressed by unexpected medical intervention reported. The pacemaker's status is currently implanted and will not be returned. Gfes were performed to determine the patient's status and what was done to resolve this event. Information received indicates that the patient was stable, and programming changes were made to restore the device. Technical services was contacted and recommended the programming changes that were made. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event was able to be confirmed by technical services and the field representative.

Manufacturer narrative:
Correction: the awareness date / first notification date of the initial report should have been (B)(6) 2025 instead of (B)(6) 2025.